Manufacturer narrative:
The device is not available to the manufacture.

Event description:
It was reported that the physician successfully performed two passes with retrieval devices to treat a left middle cerebral artery (l-mca) m1 occlusion. The patient had a thrombolysis in cerebral ischemia (tici) score of 2a after treatment. Post procedure the patient was stable; however, later the same day the patient's level of consciousness (loc) decreased and CT scan revealed a subarachnoid hemorrhage (sah). The patient was given "preservative management in complying with wishes of the patient's family". The patient's loc continued to decrease gradually and nine days post procedure, the patient died. The physician stated that the hemorrhage was the cause of the patient outcome and the cause of the sah may be related to vessel damage.

Event description:
It was reported that the physician successfully performed two passes with retrieval devices to treat a left middle cerebral artery (l-mca) m1 occlusion. The patient had a thrombolysis in cerebral ischemia (tici) score of 2a after treatment. Post procedure the patient was stable; however, later the same day the patient's level of consciousness (loc) decreased and CT scan revealed a subarachnoid hemorrhage (sah). The patient was given "preservative management in complying with wishes of the patient's family." The patient's loc continued to decrease gradually and nine days post procedure, the patient died. The physician stated that the hemorrhage was the cause of the patient outcome and the cause of the sah may be related to vessel damage.

Manufacturer narrative:
Conclusion: for anticipated procedural and patient complication. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural and patient complication.